Manufacturer narrative:
H3: product analysis confirmed that there was residue consistent with biological contaminates on the device. The electrode wires in the returned sample were tested for continuity. Electrode wire 1 of 4 ¿ continuity in specification. Electrode wire 2 of 4 ¿ continuity in specification. Electrode wire 3 of 4 ¿ continuity in specification. Electrode wire 4 of 4 ¿ continuity in specification. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported via manufacturer representative that during a thyroid surgery. Normal preparation. Normal intubation. Surgeon identified and stimulated the recurrent nerve with the nerve monitoring device. There was no signal on the neuromonitor. The emg tube was re-oriented while stimulation continued, but still no signal curve. Upon request of the surgeon, the patient was extubated and another tube of the same type was used for intubation. Upon stimulation of the nerve with the new tube, emg response signal curves were seen on the neuromonitor and the surgery could be continued normally. There was an approximate of 30 minutes delay for re-positioning and - as this did not improve the situation - extubation. Then re-intubation with another tube of same type there was no patient impact there after.